Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states seat stuck together, when folded up the right half attached to the left and when it was opened it tore.